Manufacturer narrative:
Other device listed in this report. Cat. No.: 6565-0-036, alumina v40-femoral head 36mm, -5mm nk, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not available.

Event description:
Failed total hip.